Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced difficulty voiding, increased stress leakage, vaginal spotting and the feeling something is sharp in the vagina. An excision of the eroded mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.